Event description:
Inner packaging deformed. It was reported that during the surgery, opened the out-box, noted the inner packaging was deformed (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). The device associated with this complaint was returned for examination. The photo investigation and visual examination found the package damaged and deformed/warped. Due to the package deformation, the tyvek seal has been breached. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.